Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had to be repositioned due to dislodgement, one day post implant. The dislodgement was confirmed via a chest x-ray. The rv lead remains in service. No additional adverse patient effects were reported.